Event description:
(B) (4). It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion was located in proximal left anterior descending (prox lad) artery. The physician successfully implanted a 2.75x16mm taxus express2 stent in the target lesion. At 566 days after the index procedure, the patient experienced re-stenosis. The patient had a positive stress test. The proximal lad was 2.5 x 10mm and 75% stenosed. A non bsc stent of unknown size was implanted to treat the re-stenosis. Post procedure, there was 0% stenosis. The patient was discharged 3 days later. In the opinion of the physician, the lesion was stated as in-stent restenosis in the distal portion of the study stent. At the 2 year follow-up, the patient had no angina symptoms.

Event description:
It was further reported that the index procedure treated a de novo lesion with reference vessel diameter of 2.75mm, length of 16.0 mm, and visually 75% stenosis with pre-dilatation and post-dilation. Residual stenosis became 0% and timi-3 flow kept through the index procedure. The patient was discharged without complications 3 days post procedure on byaspirin and plavix.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Manufacturer narrative:
(B)(4).